Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that since primary in 2011 there have been x-ray changes on the acetabular shell. Surgeon thought that the cup may be loose and would need a bigger cup with an augment. Once in the patient, the cup was not loose and surgeon struggled to remove the cup. Stem was also well fixed. Surgeon replaced cup and put new head on as well.

Manufacturer narrative:
An event regarding a revision due to suspected loosening due to an incorrect shell size involving a primary tritanium hemi cluster hole cup 56mm was reported. The event was not confirmed. Method and results: device evaluation and results: a material analysis report concluded, ¿in-vivo service related damages to the articulating surface of the insert included burnishing and scratching. Abrasion was observed around an area of the insert distal rim. These are commonly identified damage modes on uhmwpe inserts. Bony material was observed on the 40% of the tritanium cup ingrowth surface. Explant damage to alumina head was observed. There was no evidence of manufacturing or material defects on any of the device features examined.¿ device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because of a lack of information. The reported event states that the surgeon originally thought the shell was loose and a larger sized shell was to be implanted. During the revision surgery it was determined that the shell was not loose. Further information such as medical records and x-rays are needed to complete the investigation to determine if the shell size was an adequate fit.

Event description:
It was reported that since primary in 2011 there have been x-ray changes on the acetabular shell. Surgeon thought that the cup may be loose and would need a bigger cup with an augment. Once in the patient the cup was not loose and surgeon struggled to remove the cup. Stem was also well fixed. Surgeon replaced cup and put new head on as well.